Event description:
Reportedly, on the f/u performed on (B)(6) 2012, one pause episode was recorded in aida memory. However, no pause was observed in the egm and markers level. Some explanations were requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.